Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a clinical study regarding an infusion pump system being used to deliver compounded baclofen for intractable spasticity. There was a pump motor stall with recovery, which was diagnosed by device interrogation on (B)(6) 2015. The stall occurred on (B)(6) 2015 and there was no reported MRI (magnetic resonance image) on that date. The most recent refill prior to the event was on (B)(6) 2015. No action was taken as a result of the event. The event resolved without sequelae on (B)(6) 2015. No symptoms or adverse events were reported. The event was considered related to the device or therapy and unrelated to the implant procedure. Follow-up information was requested regarding what caused the motor stall and the dose and concentration of the baclofen.

Event description:
Information was later received from the healthcare professional indicating that the pump was delivering compounded baclofen (concent ration 1000 mcg/ml, dose 200mcg/day)

Event description:
Information was received from a healthcare provider via a clinical study regarding an infusion pump system being used to deliver compounded baclofen for intractable spasticity. There was a pump motor stall with recovery, which was diagnosed by device interrogation on (B)(6) 2015. The stall occurred on (B)(6) 2015 and there was no reported MRI (magnetic resonance image) on that date. The most recent refill prior to the event was on (B)(6) 2015. No action was taken as a result of the event. The event resolved without sequelae on (B)(6) 2015. No symptoms or adverse events were reported. The event was considered related to the device or therapy and unrelated to the implant procedure. Follow-up information was requested regarding what caused the motor stall and the dose and concentration of the baclofen. On 2016-02-15 e1(sdy, hcp): information was later received from the healthcare professional indicating that the pump was delivering com pounded baclofen (concentration 1000 mcg/ml, dose 200mcg/day) on 2017-jan-23 psr (hcp, sdy): additional information was received. The pump was interrogated on (B)(6) 2016. The logs showed that the motor stall occurred on (B)(6) 2015 at 18:47, and a recovery occurred on (B)(6) 2015 at 20:11. It was reported that the event resolved without sequelae on (B)(6) 2016.